Event description:
It was reported the customer was unable to upload their insulin pump. The customer also stated there was data missing from their insulin pump. Customer was advised by their healthcare provider the insulin pump needed to replaced. The customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.